Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies found. However, the setscrew was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an unexplained malfunction of the pacemaker. It was suspected that the leads were not properly screwed in to the header causing bad sensing and bad threshold. The patient went back to the operating room and the screw came out of the grommet while the physician was trying to remove the screw from the header of the pacemaker. It was also reported that the screw stayed on the screwdriver. The physician could not screw the lead back into the pacemaker. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an unexplained malfunction of the pacemaker. It was suspected that the leads were not properly screwed in to the header causing bad sensing and bad threshold. The patient went back to the operating room and the screw came out of the grommet while the physician was trying to remove the screw from the header of the pacemaker. The physician could not screw the lead back into the pacemaker. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.